Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed oversensing noise, high capture threshold, and high defibrillation impedance on the right ventricular (rv) lead. X-ray was performed and revealed clavicle crush on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.